Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (battery faults/charger faults) was confirmed. Upon investigation however, the charger was charging a battery due to the l601 being knocked off of the bedside board. The root cause of the damaged l601 was unable to be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger will not charge a battery.